Event description:
The patient experienced post-op conditions after having knee surgery in 2003. During visit six days later, the report states red, swollen knee and prescription for job stop. Another visit the next day indicates the recurrence of knee effusion despite previous puncture. It was indicated that this was due to a trauma that occurred during the night because the patient did not put on their splint. The patient was ordered for a new punture for evacuating the water (bloody fluid with clots), stop rehabilitation for 3 days and use of splint.